Event description:
A device was used during hemorrhoidectomy. The device would not fire. When the surgeon opened the device, the surgeon noted that the staples were malformed. The surgeon finished the case by converting to the milligan morgan technique. The procedure time was extended by one hour and the patient experienced excessive post operative pain.